Event description:
The reporter stated the surgeon attempted to insert a +21.5 diopter cc4204bf collamer single piece lens but there was a problem with the inserter and foam tip plunger. Additional information has been requested but none has been forthcoming. If additional info becomes available, a supplemental medwatch report will be sent.

Manufacturer narrative:
Evaluation codes: method: lens work order search, foam tip plunger lot number search. Results: visual inspection of the returned product found the foam tip deformed. The lens was returned and visual inspection found the lens optic and both haptics torn. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. A foam tip plunger lot number search was performed and no similar complaint was found. Conclusions: based on the complaint history, work order search, lot number search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.